Event description:
Event description cpi received information that this ventricular pacing lead had dislodged and was pacing the atrium. During a repositioning attempt, the lead was damaged by a surgical tool.